Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. 28 days post procedure, the patient died of an unknown cause. No additional information is known at this time.